Event description:
It was reported that a device shift occurred and that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During the follow up appointment, the closure device was noted to be shifted sideways in the laa and a leak was noted. On (B)(6) 2023, a non-boston scientific (bsc) device was placed halfway in the closure device to close the leak. No further patient complications were reported. It was further reported that the procedure was transesophageal echocardiography (tee) guided on (B)(6) 2022. The follow up appointment occurred post the 45 day follow up window. The leak closure was successful, and the patient was discharged home one day post procedure.

Manufacturer narrative:
D6a: implant date: corrected from (B)(6) 2022 to (B)(6) 2022. B3: date of event: estimated as the date of intervention as the date the event was discovered is unknown.

Event description:
It was reported that a device shift occurred and that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During the follow up appointment, the closure device was noted to be shifted sideways in the laa and a leak was noted. On (B)(6) 2023, a non-boston scientific (bsc) device was placed halfway in the closure device to close the leak. No further patient complications were reported.

Manufacturer narrative:
Date of event - estimated as the date of intervention as the date the event was discovered is unknown. Implant date - estimated as (B)(6) 2022.